Manufacturer narrative:
The customer reported complaint for the platform displaying error message user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive review and initial functional testing. The root cause of the reported issue was found to be defective load cell module 1. The load cell module 1 was replaced to remedy the fault. No damage was found during visual inspection. Archive data review indicated error message ua 07 (discrepancy between load 1 and load 2 too large). The initial functional testing could not be performed due to error message use advisory 07 (discrepancy between load 1 and load 2 too large) was displaying when the platform was powered on. Further testing was done and the processor board was also found to be defective. Unrelated to the reported complaint, the defective process board was replaced, after which the platform passed both the run-in and final functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
It was reported that during device check, the autopulse platform (sn: (B)(4)) was displaying an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No other information was provided.